Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple resume pump alarms occurred. Customer declined insulin delivery had been suspended by the user; however declined troubleshooting or to provide additional information to tandem technical support. Customer¿s blood glucose value ranged from 100-500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.